Event description:
A left ventricular assist device (lvad) patient became sick on the vent filter and the electronics malfunctioned. All equipment was exchanged. The patient was successfully switched to pneumatic backup using a stroke volume limiter (svl) and drive console. Patient remains supported on pneumatic actuation of the device. The patient was reimplanted with another lvad and the device has been sent back to the manufacturer for analysis.